Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: "low flow"

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the actual device involved in the reported incident was returned for evaluation. The device was received in an inoperable state and was therefore unable to be evaluated. A follow-up report will be provided should additional information become available.